Manufacturer narrative:
Additional information b5: additional information was received from the reporter stating the access was a central venous catheter in the right internal jugular and there were no notable occlusions in the line. It was also noted that the duration of the infusion was unknown but at least 12 hours before the pump alarmed and the pump was plugged in, not running on battery. Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A review of the event history log revealed the customer reported 'system error' as system error 345 messages but was unable to reproduce the system error during functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream sensor assembly. The upstream sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of norepinephrine with a spectrum pump, an alarm was generated. It was reported the screen displayed ¿system error, must turn off and restart pump etc". The user turned off the pump and attempted a restart. The patient¿s blood pressure dropped to 79/31. The pump was changed, and the line was switched. The patient experienced bradycardia noted at 24 beats per minute (bpm) and subsequently the patient experienced asystole. It was reported ¿the heart picked up and perfused (as evidenced by the arterial line already in situ)¿. The femoral pulse ¿easily palpated, albeit strong and slow¿. The patient's vital signs ¿have settled out¿. No additional information is available.